Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t¿ percutaneous replacement gastrostomy tube used during a gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during the removal of the device on (B)(6) 2017, the internal bolster detached inside the stomach. The detached bolster was retrieved using the endoscope and a retrieval net. The procedure was completed with using a different device. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.